Event description:
It was reported the device reached elective replacement indicator (eri) which had received its software update on (B)(6) 2010. It was suspected that this was due to premature battery depletion. The device will be replaced with a new one. No patient complications have been reported as a result of the event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.